Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Clarification to h10 related report number: it has been identified that this record, mrn 9617229-2021-16623, is a duplicate of mrn 9617229-2021-06946. Please see mrn 9617229-2021-06946 for reportable events.

Event description:
It has been identified that this record, mrn 9617229-2021-16623, is a duplicate of mrn 9617229-2021-06946. Please see mrn 9617229-2021-06946 for reportable events.